Manufacturer narrative:
The device was manufactured from april 7, 2020 ¿ april 8, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed residual drug fluid inside the device bladder. Due to the nature of the sample (photograph) functional testing could not be performed. The reported condition was verified per the photograph. Without functional flow rate testing, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) under infused during a patient infusion. The reporter stated that approximately 50% of the solution remained in the device at the infusion end time. The device had been filled with flucloxacillin 8000mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.